Event description:
It was reported that the pump was alarming again for high pressure. There was light pressure applied to the port site for 15 seconds, but the alarm persisted. The reporter denied any port site swelling or pain. They traced all tubing and confirmed clamps were open and no kinks in the line. Confirmed drug was 5fu. The distributor instructed the patient to power pump off and close the clamp. The reservoir volume was 15.7 ml, and the rate was 1.2 ml/hour, and the given amount was 40.3 ml. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.